Event description:
It was reported that during normal follow-up, extended capacitor charge times were observed. There were no adverse events for the patient other than device replacement.

Manufacturer narrative:
(B)(4).